Manufacturer narrative:
Investigation has been completed. A review of the instrument log file and the system check printout along with the calibration and quality control data for the lot in use at the time of the event demonstrated that the instrument and reagent were working as intended. A review of the manufacturing release data for the lot demonstrated acceptable performance, nothing atypical was observed. The cause of this event is unknown.

Manufacturer narrative:
The customer ran controls and they are passing. The system is currently operational at the customer site. Siemens has requesting instrument files for further investigation. Investigation will commence once files have been received. The cause of this event is unknown.

Event description:
The customer reported that they received a false positive troponin (ctni) result compared to repeat testing of the same sample on the same instrument. Customer notes that they did not meet their 30 min turnaround time between collection and testing. Further comparative testing was performed on their lab instrument, however results were not provided. There is no report of injury due to this event.

Manufacturer narrative:
Siemens healthineers diagnostics has identified, through customer complaints, an increased occurrence of random non-repeatable false positive cardiac troponin (ctni) results at any point during the testpak¿s shelf life when using the stratus cs ctni acute care testpak. This means some ctni values for samples that are expected to fall within the 99th percentile of the reference population (per the instructions for use: 0.00 - 0.07 ng/ml [g/l]) may exceed this range. This issue can impact results. The stratus cs were confirmed to display false positive ctni results without alerting the user. The data revealed the maximum positive bias is 0.42 ng/ml with an average bias of 0.14 ng/ml when repeated on stratus scs platform. Siemens has released a field action (poc 25-006) "false positive ctni results for acute care ctni testpak" to inform customers of the issue and provide mitigation options. Crr#: 3002637618-03-31-2025-002-c. H6 c22: the issue was confirmed but the cause of the elevated rate of false positive ctni is unknown.